Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure (use after expiration) associated with the use of the sgc after it had expired was due to user decision. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One expired steerable guide catheter (sgc) was used at the discretion of the physician to deliver and implant a mitraclip. The procedure was successful and the mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.